Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; broken in the shell and underweight. A visual and microscopic analysis was performed which identified striated broken on anterior, two striated openings on anterior, missing shell (0-25%) and non-penetrating nick. Based on the device analysis the final assessment is: a nick striated assessed as surgical tool scratch like. A striated edge broken and opening assessed as surgical damage consist in the use of some surgical tool. A smooth pattern on radius of broken device assessed as fold flaw opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.